Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a procedure, the gantry door of the imaging system would not open. The representative noted that when prompting the door to open, the system would open roughly one inch then stop. The door was closed, and the representative performed the lift and shift feature of the gantry to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.